Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing leakage, which led to high blood glucose level event on (B)(6) 2025. The infusion set was in use between one to two days. The leakage was at the site. The patient attempted to treat the high blood glucose with a correction bolus via the pump, but elevated blood glucose level was not resolved. The patient subsequently went to the emergency room and was hospitalized on (B)(6) 2025 due to the elevated blood glucose level. The patient was later transferred to the intensive care unit (ICU). The patient's blood glucose level during hospitalization was over 500 mg/dl. The patient was tested positive for ketones, which were measured in high level. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. The patient has not yet been released from the hospital. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.